Event description:
It was reported that relion® insulin syringe needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no: 328512; batch no: 9189502. It was reported that the needle separated from the syringe which remained in the needle cap when the user attempted to remove the cap. Event description per snow verbatim: consumer reported found 3 syringes when removed shields needle assembly goes off with it. Not noted the shields were hard to remove.

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 9189502; medical device expiration date: n/a; device manufacture date: 8/26/2019. Medical device lot #: 9217440; medical device expiration date: n/a; device manufacture date: 9/17/2019. Investigation: customer returned two (2) loose 0.3ml insulin syringes with an open polybag from lot 9217440. Consumer reported found 3 syringes when removed shields needle assembly goes off with it. Both returned syringes were examined, and it was observed that each needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch# 9189502. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs. A review of the device history record was completed for batch #9217440. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for out of spec shield pulls. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was created. There was debris in the shield carriers. Corrective action: the debris was removed from the shield carriers. CAPA#1630423 was initiated.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no: 328512 batch no: 9189502. It was reported that the needle separated from the syringe which remained in the needle cap when the user attempted to remove the cap. Event description per snow verbatim: consumer reported found 3 syringes when removed shields needle assembly goes off with it. Not noted the shields were hard to remove.